Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate therapy. The patient had a monitor only zone set up and the patient's arrhythmia originated in the monitor only zone and then accelerated into the ventricular tachycardia (vt) zone, which resulted in shock therapy. The physician believed the patient's arrhythmia was supraventricular tachycardia (svt). Technical services discussed device behavior and possible programming options. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.